Event description:
It was reported that electrical energy was delivered to a pt who required cardioversion. No long term adverse effects to the pt.

Manufacturer narrative:
[Note: there was some confusion in the date reported to the MFR. The initial complaint did not contain info as described in section a5, which was later received and confirmed on 7/17/06}. To simulate the user environment, a simulated ablation bench testing was performed using a porcine heart sample in a 37 degree saline bath. The generator was set to the same settings as used in the case (70 watt power, 65 degree temperature, 120 seconds). Electrical energy was delivered at the distal tip as expected, however, a secondary delivery of electrical energy also occurred at the 3rd band resulting in discoloration of the tissue distinctly different in appearance with that of the tip. Investigation found a defective component board in the generator. A corrective and preventive action has been initiated to address this issue. All board components and generators in inventory have been inspected with no evidence of defective boards. This is an isolated incident.